Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.a complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions.a review of the instructions for use found please read the controller user¿s manual prior to using this device. The controller and the wands are designed to be operated as a system. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Factors that could have contributed to the reported event include not having sufficient saline in order to facilitate the formation of plasma, inadequate suction, or not having the wand or foot control connector fully inserted into the controller display. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip scope, when the multivac wand was connected to the controller, nothing would happen. The settings could not be manually changed and the display of the controller said 0 for coag and ablate. The procedure was successfully completed without delay using a different type of wand(ambient hipvac 50). No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.